Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt presented to the hosp with multiple alarms including rate control fault and power limit advisory. A vent filter sample submitted to the MFR for analysis showed evidence of main bearing wear. Waveforms were submitted to the MFR for analysis. The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl). The pt remains stable awaiting a decision by the hospital.

Manufacturer narrative:
The user facility report was rec'd from the registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.